Manufacturer narrative:
The part has not been returned to MFR for eval.

Event description:
An operating room staff member reported that their vertek arm would no longer lock down. This hosp has two systems and multiple vertek arms, so this did not result in any cancelled or delayed surgeries. This event did not occur during surgery and no pt was present.